Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject catheter was used for stroke procedure. During the procedure, it was discovered the subject catheter was leaking out of blood from the distal of the catheter and could not get enough suction. The procedure went well with complete reperfusion and patient was not hurt. No other information was provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the catheter shaft was seen to be kinked bent 2cm from the strain relief. The catheter was flushed and there was leak at the point of the kink. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be kinked bent and on the kink, there was a hole which was causing the leakage. Therefore the as reported can be confirmed. The as reported as well as the as analysed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject catheter was used for stroke procedure. During the procedure, it was discovered the subject catheter was leaking out of blood from the distal of the catheter and could not get enough suction. The procedure went well with complete reperfusion and patient was not hurt. No other information was provided.